Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, during the initial evaluation, foreign material was noted stuck in the inside of the channel mount and instrument channel. Additionally, a leak was noted in the instrument channel. The ke45 was missing on the forceps cover, and a cut was noted on the number one switch. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported, the evis exera ii ultrasound gastrovideoscope had a foreign material stuck in the "scope" during a therapeutic procedure. According to the initial reporter, the procedure was completed, but the patient's overall outcome is unknown. During the device evaluation, it was confirmed that a foreign material was stuck inside the channel mount and instrument channel. This report is being submitted to capture the material noted in the inside of the channel mount and instrument channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the legal manufacturer's investigation, the phenomenon (missing ke45 on forceps cover), it was confirmed that there was no adhesive in the position where adhesive should have been applied, which the missing adhesive occurred at some point after the manufacturing process. In addition, regarding the phenomenon (metal stamped stuck in scope), it was confirmed that there were no parts that looked like foreign substances in the damaged part of the subject device. Also, considering that there are no obvious parts detachment or breakage from the damaged condition of the device, it is possible that foreign matter has invaded from outside of the device. The following verbiage regarding the inspection of the endoscope is identified within the instruction manual: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.